Manufacturer narrative:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
Patient had bravo capsule placed six days before presenting to emergency room with chest pain. Repeat endoscopy showed capsule in place in the esophagus. No unusual findings were noted. Physician removed capsule with mild nudging of the endoscope. No further information was provided.